Manufacturer narrative:
H6- health effect- clinical code: 4581- "shallow angles, iridocorneal touch and wound leak". Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, shallow angles, iridocorneal touch and wound leak. Reportedly "angle od is very shallow with iridocorneal touch. Od has a wound leak"the lens remains implanted. The serial number was not provided. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency .attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b1. "Product problem" should be removed and "adverse event" should be added. B2. "Other serious or important medical events" should be added. H1. "Malfunction" should be removed and "serious injury" should be added. (B)(4).